Event description:
Covidien received information stating that while in use on a patient an 840 ventilator had a power failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).